Event description:
It was reported that a check syringe plunger error was present. There was no report of patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown.

Manufacturer narrative:
Additional information received on (B)(6)2022 via email and attached to complaint object: this was a repair, no patient involvement. Event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 3500. Correction: device manufacturing date: 28-apr-2009.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt and the device was in good condition. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the power up portion of the investigation. Root cause of the reported event is unknown and could not be determined however, a dowel pin came out of the plunger head mount which triggered the check syringe plunger error. Replaced the plunger head mount and dowel pin, performed a power up and self-test process. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.